Event description:
A break in the retention dome during traction removal. The indwell time was 195 days. The dome portion was torn during traction removal and fell into the pt's stomach. The dome portion was removed endoscopically. Attempted traction with the usual method.

Manufacturer narrative:
The complaint of a subcutaneous leak was confirmed, and the cause appears to be use related. A u-shaped split, which a typical characteristic of a burst in silicone tubing, was found in the 2.7 fr tubing 1.5 inches distal to the cuff. The section of tubing distal to the leak site was occluded with blood residue. The catheter was apparently overpressurized. The product IFU notes, "while smaller lumen broviac catheters have been used successfully for blood withdrawal, their small lumen sizes increase the chance of clotting." The IFU also provides detailed instructions for catheter care and maintenance to prevent clotting and therefore prevent overpressurization. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot# resd0793 showed no other similar product complaint(s) from this lot.